Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated their lead fell out. Patient stated they had already contacted their doctor and manufacturer representative regarding the issue. Contributing factors to the reported event were unknown. It was unknown if the issue was resolved at the time of the report. Additional information was received from the patient. It was reported that the patient's device was not turned on. They spoke with someone and they were not able to get it to turn on, patient stated their doctor told them one of the leads may have moved or came out. They were advised to speak with their clinician. No further complications were reported or anticipated.